Event description:
It was reported that patient underwent a revision surgery due to instability/dislocation. Stryker - tornier sas aequalis reversed ii glenoid sphere and zimmer reverse cup were removed. All other components retained.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Correction h6 method. The reported event could not be confirmed since the involved device was not returned for evaluation and no additional information will be provided. It was reported in the event description that competing humeral components were implanted with the tornier aequalis reversed glenoid components. As a reminder, the instructions for use clearly state that the association of the aequalis reversed glenoid components with other components than those recommended in the IFU, must not be used ("aequalis¿ reversed and aequalis¿ reversed ii glenoid implants are prostheses components of the aequalis¿ reversed and aequalis¿ reversed fracture shoulder prostheses. They must be used in association with: humeral implants aequalis¿ reversed, aequalis¿ reversed fracture or aequalis ¿ adjustable modular reversed shoulder, - or humeral implants tornier flex shoulder system in reverse configuration tornier implants must be assembled using tornier components defined as being compatible with one another"). Based on investigation, the root cause was attributed to a user related issue. The failure was caused by an off-label use. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text: device remains implanted in patient.

Event description:
It was reported that patient underwent a revision surgery due to instability/dislocation. Stryker - tornier sas aequalis reversed ii glenoid sphere and zimmer reverse cup were removed. All other components retained.